Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d8, e4, h2, h4, h6 and h11. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air water channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel . Cfu: 2. Bacterial identification: paenibacillus sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1. Bacterial identification: perbecillus simplex. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder has foreign objects. Air/water-tube has foreign objects. Jet tube has foreign objects based on the results of the investigation, it is likely due to failure to follow instructions. However, the type of foreign material and a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.